Event description:
It was reported a spectrum pump was having false air in line alarms. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported false air in line alarms were unable to be reproduced, but were confirmed through review of the event history log. Baxter's evaluation found the lower reading from the upstream sensor to be below specification with a fluid filled set, which is known to contribute to false air in line alarms. This condition was determined to have been caused by failed upstream sensor. The upstream sensor was replaced.